Event description:
Patient on hypnovel administered with electric syringe pump. After 6 hours, the patient is unadapted with polypnea. The syringe is half filled with air at the top and half with liquid at the bottom. The rest of the tubing is checked, and no air bubbles are visible. Per customer response 22mar2024: ¿ ·can you tell us if there is any visible damage or problems with the syringe? No visible damage. ¿ ·can you tell us if you were able to resolve the issue and restart the infusion? Syringe change. ¿ ·can you tell us if you were able to complete the procedure? Not with this syringe. ¿ ·could you provide samples/photos/videos of the incident? You may be provided with the offending syringe.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation /correction/updated information: correction/updated information: following completion of the investigation, the syringe barrel was found to be damaged, resulting in the air within the device that was initially reported. Annex a code updated to reflect actual device failure. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, damage is observed between the 30ml and 40ml marking. Functional testing was performed in attempt to recreate the reported issue. When drawing liquid into the syringe, air and bubbles enter when the plunger moves past the damaged portion, as the stopper cannot properly seal against the barrel wall, verifying the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(6): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Patient on hypnovel administered with electric syringe pump. After 6 hours, the patient is unadapted with polypnea. The syringe is half filled with air at the top and half with liquid at the bottom. The rest of the tubing is checked, and no air bubbles are visible.